Event description:
Caller alleged discrepant results when compared with the lab/point of care device. Results reported as folllows:date inratio pocd inr/lab mean confidence limits4/11/06 3.8 3.4 3.75 2.2-5.3 4.0 3.4 3.7 2.2-5.3 3.8 2.5 3.15 1.9-4.6 4.0 2.5 3.25 1.9-4.6